Event description:
The customer was unresponsive and was tested by his wife at 98 mg/dl. Some time later the paramedics arrived and tested him at 25 mg/dl and treated him with oral glucose on the way to the hosp. At the hospital he was not treated and was released with a bg of 180 mg/dl. The customer's wife reports back to back results of 180 mg/dl on a professional meter compared with 486 mg/dl on the customer's meter. Controls were not run. Return requested and replacement was sent.